Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.